Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had an increase in pain and withdrawals, and also heard the pump alarming. The patient went to the pain clinic on (B)(6) 2017 and the nurses read the pump logs and found that the pump stalled on (B)(6) 2016 and had not recovered. It was noted that the last refill was (B)(6) 2016. No interventions/actions were taken to resolve the issue yet as the managing physician was out of the office. It was indicated that they would report to him tomorrow [(B)(6) 2017] and then refer to surgeon for replacement. Surgical intervention was planned but had not yet occurred and had not yet been scheduled. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was not resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reporter has been updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation code-conclusion no longer applies.

Event description:
Additional information was received from the manufacturer¿s representative. It was reported the representative was informed of the event from the managing nurse at the pain clinic. The pump logs indicated the device was being used to deliver 10.0 mg/ml of dilaudid at 2.601 mg/day, and 15.0 mg/ml of bupivacaine at 3.902 mg/day. The pump logs also confirmed a motor stall had occurred on (B)(6) 2016, and a ¿stopped pump period may exceed tube set¿ message occurred on (B)(6 )2017. It was indicated the patient was scheduled for a replacement on (B)(6) 2017. The device was subsequently returned to the manufacturer (B)(6) 2017, with no new additional information from the manufacturer¿s representative.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear, or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.